Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one short port btt black inflation valve popped out. A replacement unit from accessory kit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection of the device found no non-conformities. The balloon was then inflated with 25 cc of air. The balloon inflated, but once the syringe was removed, the valve dislodged. The reported failure was confirmed. (B)(4).